Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board failure (ap board). Image is flickering. Printed circuit board failure (dp board). A root cause could not be identified. Based on the results of the investigation, it is likely that a circuit board failure (ap board) caused the customer¿s allegation. Regarding the reportable issues found during the device evaluation, it is likely that the image flickering problem was caused by a printed circuit board failure (dp board), and the cause of the printed circuit board failure (dp board) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.